Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to next fill with slow or no flow occurring above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:17:08. During night drain cycle three, the patient's ultrafiltration reading was 1382ml, indicating the home patient (hp) drained 1382ml more than their maximum programmed fill volume of 1900ml. No additional information is available.